Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately calcified and 100% stenosed superficial femoral artery. A 6.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for a percutaneous transluminal angioplasty procedure to treat lower limb artery stenosis. During the first inflation, however, the balloon ruptured in a pinhole shape at a pressure of 14 atmospheres after 10 seconds inflation time. The balloon catheter was able to be removed using the normal method, and a different device was used to complete the procedure. There were no patient complications reported.